Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported that she was hospitalized due to high blood glucose and a heart attack. Customer blood glucose reading at the time of hospitalization was 322 mg/dl. Customer stated that high blood glucose was treated with the insulin pump. Nothing further was reported.